Manufacturer narrative:
The field complaint that the high-definition multimedia interface (hdmi) port had burned, and the unit no longer powered on were verified. The merlin programmer was returned for analysis. During analysis, the unit did not power up with plugged into electrical outlet. Visual inspection revealed that the hdmi port was burnt. The motherboard was inspected, and charring/damage was discovered. Analysis revealed no output from power supply. The unit failed to power up correctly due to a damaged power supply board.

Event description:
It was reported that the merlin 2 programmer exhibited flame spark that caused the unexpected shutdown on the programmer. The programmer was unable to power up. No patient involvement was reported.